Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose and could not obtain a reading at the time, attributed by the user to recent exercise, and self-treated using the 15 grams of carbohydrates for 15 minutes rule; backup therapy and monitoring were available, and device-related details were limited. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication in the form of oral glucose such as juice or glucose tablets. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with device-related details insufficient to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.